Manufacturer narrative:
Evaluation of the returned pod pc revealed that the embolization coil was detached from the pusher assembly within the introducer sheath due to a fractured sr wire, the introducer sheath friction lock was loose from the sheath and the sheath was ovalized. If the pod pc is forcefully manipulated against resistance, damage such as this may occur. Based on the reported complaint, the root cause of this damage could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj) and a non-penumbra microcatheter. During the procedure, the physician placed a podj in the target location using the microcatheter. Afterwards, the physician experienced resistance while attempting to advance the next podj within its introducer sheath. Subsequently, the podj would not advance within its introducer sheath. Therefore, the podj was removed. The procedure was completed using a ruby coil. There was no report of an adverse effect to the patient.